Event description:
Pt receiving continuous infusion fluorouracil for treatment of squamous cell rectal cancer. Pt returned for pump disconnection after appropriate infusion time, and pump had failed to completely infuse. Approximately 3/4 of pump had not infused. All clamps were evaluated and were open. Pt also noted to have good blood return from port-a-cath. Expiration of product described above is 02/2010, however, field will not allow entry of future date.